Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary failure of broken blade to be related to the customer reported complaint. The harmonic ace instrument was analyzed and found to have a broken blade at roughly .18¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of this failure are typically attributed to the user mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects during use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken instrument blade, an investigation was completed to determine the cause of this reported event. Although the complaint regarding reported failure was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the provided image is consistent with the instrument having a broken blade. Root cause of the failure mode cannot be confirmed without the returned device. Verification of the event details via system logs cannot be performed at this time because there is insufficient device information. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace generator prompted that the harmonic ace instrument tip was overstressed. The harmonic ace instrument blade suddenly broke when it was reactivated and a piece fell inside the patient. The entire piece was retrieved. The procedure was completed using a backup harmonic ace instrument with no reported injury. No known impact or patient consequences was reported. Isi followed up with the initial reporter and obtained the following additional information: the fragment was retrieved by the first assistant using a laparoscopic instrument through the assistant port. All fragments were retrieved and confirmed by the surgeon as the surgeon saw only 1 fragment in the system's 10-fold magnification. There was no additional surgery or post-operative tests. The instrument was in use 20 minutes prior to the breakage. The harmonic ace was inspected prior to use and there was no damage. The instrument was being used for grasping when the fragment fell inside the patient. There was no instrument collision. The instrument was removed during procedure prior to the breakage and there was no resistance from the cannula. There was no injury to the patient.